Manufacturer narrative:
Internal complaint reference: (B)(4). H10 h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. No product identification information was provided and thus a manufacturing record review, complaint history review, instructions for use review, field action review and risk management review could not be conducted. A review of the complaint revealed there were no patient injuries reported and no apparent patient impact based on the details. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Event description:
It was reported that on literature review "the safety and efficacy of biceps tenodesis performed using a novel suture anchor", one patient experienced an infection in the first 30 days after a biceps tenodesis procedure. This event was resolved with a revision surgery for irrigation and debridement. The patient recovery progressed then normally with no additional complications. No further information is available.

Manufacturer narrative:
Internal complaint reference: (B)(4). Literature: "the safety and efficacy of biceps tenodesis performed using a novel suture anchor".